Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders and pump were implanted. Additional information received indicated during the original implant surgery, there was an injury to urethra during case so it was aborted. There was a follow up case on (B)(6) 2018 and the device was implanted with the existing reservoir filled at that time. No malfunction to any of the devices.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders and pump were implanted.